Event description:
It was reported that the customer experienced a blood glucose (bg) level of 486-487 mg/dl; cause was due to insulin suspension as a result of an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. Customer administered a manual injection to address bg level. The customer was hospitalized and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.